Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hempro, the hole in the c-ring did not go completely through, so they were not able to use the hole to do an endo loop at the end of the case. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Corrected sections: d10 - changed date device returned h6 - device code changed to fitting problem. The device was returned to the factory. An investigation was conducted on 10/21/2019. Signs of clinical use and blood were observed. The endoloop hole in the end of the c-ring (metal rod side) was observed to be occluded. A needle was utilized to test the hole. It was unable pass all the way through due to what appeared to be plastic. There were no other observed defects. Based on the returned condition of the device and the results of the evaluation, the reported failure "fitting problem" was confirmed. The DHR for the reported failure "fitting problem" was reviewed. The vendors certify that all the device lots manufactured conforms to all the applicable product specifications. There were no non-conformities observed.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoviewhempro, the hole in the c-ring did not go completely through, so they were not able to use the hole to do an endo loop at the end of the case. A replacement device was used to complete the procedure. The hospital did not report any patient effects.